Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The husband states the front of the commode is rusting and falling apart on the right side of the unit. He states his wife weighs about (B)(6). He states the bend is also occurring right in the middle of the unit.